Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, customer either loaded a new cartridge or reloaded the same cartridge, received an accurate fill estimate, and resumed insulin delivery.